Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the calcified iliac artery. After obtaining contralateral access with a 6fr sheath, an 8.0x40x135 cm express ld iliac / biliary stent was advanced for treatment. However, the stent dismounted during positioning. A snare was used to retrieve the stent. The procedure was completed with a new stent and a 7fr sheath. No patient complications were reported.